Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 470 mg/dl and corrected with novolog pen. Customer's other relevant blood glucose level was 220 mg/dl, 221 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer was advised to disconnect at the quick release. Assisted customer in performing a 5.0 u fill cannula and insulin did not exit. Customer was again advised to remove the reservoir from the insulin pump then discontinue and reconnect the infusion set and reservoir and also advised to rewind the insulin pump, reinsert the reservoir and run load reservoir/fill tubing to at least 5 u. Customer reported that the insulin exits with the fill tubing. The insulin pump will not be returned for analysis.